Event description:
A (B)(6) old female pt contacted zoll customer support to report that her monitor prompted her to call zoll. Customer support had the pt reinsert a battery. The pt's monitor did prompt to press the response buttons and the screen went from white to blue. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (does not prompt to press response buttons/ resets) has been confirmed. Upon eval, the monitor reset. Review of the pt's flags confirmed abnormal shutdowns and two capacitor voltage faults. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor.